Event description:
Reportedly, the instrument fired but the tissue could not be cut completely. The instrument could not be removed from the cavity. The uncut tissue had to be cut and another instrument has to be used to finish the procedure. Procedure: lower anterior resection.